Event description:
The patient was found unresponsive by his young daughter after she heard his lvad controller alarming. The daughter checked all of his connections and found everything was connected including his power module was plugged into the wall. His display screen showed low flow with red heart flashing on his controller. The daughter called ems. Ems found patient to have agonal respirations, and treated with 15lpm o2 via non-rebreather mask (nrb). Upon arrival to outside hospital ed, patient continued with agonal respirations. Ed noticed patient was foaming at the mouth. Ed suctioned and intubated the patient for secure airway. Ed gave cardiac drugs, cardioverted the patient, and provided ventilations via bag-valve mask (bvm) with hf o2. Patient was transported to our facility. The patient's controller history showed: power cable disconnect at 2028 pm and then nothing until 22:44. Pump off starting at 22:44. It continued with pump off, low flow, system controller cell low, low speed operation until 22:54. The next thing in history was a pulsatility index (pi) event at 23:15. A download was taken from the patient's controller and sent to the device manufacturer. The device company explained that there was evidence of a driveline fracture in the logs. The patient was eventually extubated and the device manufacturer performed a percutaneous lead repair on the patient's device. The patient was monitored for 24 hours post repair and then discharged due to no signs of continued driveline fracture and no further medical issues requiring continued hospital stay.